Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a collision occured between the robot arm and the robot reference tool. The procedure has been completed with a traditional surgery technique.